Event description:
It was reported that the patient experienced an infection approximately one month post implant of the implantable pulse generator (ipg). The ipg system was removed including the pacing leads extracted by laser and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead was implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.